Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, there was noise on the right ventricular (rv) lead electrogram (egm) that was not being sensed. The rv lead was disconnected and re-inserted into the header of the implantable cardioverter defibrillator (ICD) and seal plugs burbed. Boston scientific technical services (ts) was consulted and discussed that the noise was likely a result of air bubbles and would dissipate within 24 hours. The ICD and rv lead were implanted without further issue. No further instances of noise were seen post implant. The products remain in service and no adverse patient effects were reported.